Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-08353-00 for details pertinent to this event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that their nurse had issues with the clear tipped adapter which includes the device being stuck at the end of the central line and it broke apart when the nurse unscrewed it. A patient had to have their central line replaced because they could not remove the broken plastic from the end of his line. No medical intervention was provided. The outcome of the event is unknown. It's still unknown if patient was injured or there was clinical injury during product fault occurred.